Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 760 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include nausea, vomiting, and dehydration. The patient administered correction boluses. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids and insulin. In addition the patient was given potassium pills and tylenol as well as nausea medication. The patient was discharged from the hospital after 2 days. The pod will not be returned as it has been discarded.